Event description:
Customer tested 500 mg/dl on the advantage system and administered humulin r after obtaining this result. Customer re-tested within 10 minutes and result was 122 mg/dl. Customer self treated with hard candy as a precaution after taking insulin. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Date sent: 11/18/2009information anticipated, but unavailable at this time.

Event description:
Three attempts were made to obtain additional information, but no further details have been received to date. If the information is provided at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
Device not returned the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.

Manufacturer narrative:
(B) (4). Damaged/disengaged feedbar the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips. Upon disassembly of the instrument the feedbar was found to be bent and disengaged from the feedbar driver, therefore not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. During evaluation the jaws closed and opened as intended no opening issues were noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, the device would not reopen. The surgeon had to pull with force on the device in order to remove it, the vessel tissue was torn. Any potential bleeding was avoided by using another clip applier. The procedure was completed correctly. There were no adverse consequences to the patient. Additional information has been requested, no response has been received to date.